Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, ICD memory was reviewed. We confirmed that the device declared eri while implanted after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit of 18.9 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eri charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was explanted. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue concerning battery longevity.